Manufacturer narrative:
Concomitant medical product: product ID: a521, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had battery replacement today and when patient got home they used the handset for the first time and encountered a message that internal device data is lost. Reviewed meaning of message and redirected patient to follow up with managing physician. There were no patient complications reported as a result of this event.